Manufacturer narrative:
One open device of the same lot number and one sealed bd insyte autoguard 24g catheter was received for investigation. During the testing, the device was connected to the bd insyte autoguard catheter. The device passed testing. During testing, no leaks, and no connection or disconnection issues were noted. Based on the data verified, hospira could not attribute the issue to the device. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The option-lok male adapter of the tubing set was connected to the female adapter of the pt's IV access catheter and was being used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that the option-lok spin collar was secured to the pt's IV catheter and the IV site was dressed with a tegaderm transplant dressing. After an unspecified length of time, the nurse noted that an unspecified volume of solution leaked under the tegaderm dressing. At this time, the tegaderm was removed and it was reported that the nurse secured the option-lok male adapter of the tubing set to the female adapter of the pt's IV access catheter. No specific details were provided. The device remained in clinical use and the therapy was resumed. The customer contact reported that "for the most part" tightening the connections helped. The customer contact indicated tha this event occurs at the user facility when using a specific type of IV catheter which was in clinical use during this event. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.